Event description:
It was reported that the left ventricular (lv) lead dislodged and pulled back into the right ventricle. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the proximal conductor was kinked/buckled, there was blood on the proximal conductor and the distal conductor, there was blood ingression in the distal tip seal, the outer insulation was cut, and there was apparent explant damage. Concomitant products: 6947m implantable defib lead, (B)(6) 2012; 5076 implantable pacing lead, 2008. (B)(4).